Manufacturer narrative:
This issue was previously reported under MDR number 3005094123-2019-00109 under a different suspect device. An evaluation is in process. A follow- up report will be submitted when the evaluation is complete.

Event description:
The customer reported false positive architect total b-hcg results for four samples on the architect i2000sr analyzer. Sample ID (B)(6): initial 1690.25 miu/ml and retest <1.2 miu/ml. Sample ID (B)(6): initial 4274.88 miu/ml and retest <1.2 miu/ml. Sample ID (B)(6), (B)(6) year old female: initial 16618.20 miu/ml and subsequent sample (B)(6) on a second analyzer generated <1.2 miu/ml. Sample ID (B)(6): initial 27.23 miu/ml and retest <1.2 miu/ml. No impact to patient management was reported.

Manufacturer narrative:
An abbott field service engineer (fse) inspected the analyzer, replaced and adjusted multiple service parts; however, additional occurrences of false positive total b-hcg results continued to occur. Additionally, the fse reviewed system logs of each occurrence and found no abnormalities. Further onsite investigation of the issue was conducted by abbott technical representatives. Although a specific cause for the discrepant results was not identified, there were several observations considered to be potential contributors for discrepant results. Observations during the inspection included accumulations of salt buildup on the wash zone #2 manifold and the trigger/pre-trigger manifold. The parts were replaced, and routine checks of manifold nozzles were recommended to monitor salt accumulations and to clean the manifolds as needed. Additional observations were made including the customer using an incorrect procedure for preparing wash buffer and re-use of reagent septums, both of which introduce the potential for wash buffer and reagent contamination. An rv with excess flash around the rim was found stuck in the rv loader assembly during a run that was examined and found to have an abnormal mold number that was inconsistent with known abbott rv mold numbers. A review of the service history for (B)(6) did not identify contributing factors to the current complaint. One complaint ticket was identified which documents a single occurrence of a false positive total b-hcg; however, the reagent kit was considered the likely cause. No further tickets related to discrepant results were identified. A review of the i2000sr tracking and trending data in the architect product monitoring review revealed no systemic issues or trends related to the erratic result issue described in this complaint. The i2000sr erratic result rate was within acceptable limits with no trends identified. Manufacturing documentation for the analyzer was reviewed and did not identify any issues. Labeling was reviewed and sufficiently addresses the issue. No systemic issue or deficiency of the architect i2000sr analyzer was identified.